Manufacturer narrative:
(B)(4).

Event description:
A pump bolus issue was reported. A volume discrepancy was noted where the expected residual volume (erv) was 19.8ml and the actual residual volume (arv) was 19ml. It was noted the potential 0.8ml went intrathecally as a bolus in the patient. Reprogramming was required and explant was planned. The patient status at the time of the event was alive no injury and there were no patient symptoms related to the event. The pump system was being used to deliver fentanyl. It was later reported that the health care provider (hcp) hypothesized that the 0.8ml ± 0.2ml could have gone into the patient; excluding being in the pump pocket due to thorough echo imaging that was performed. It was noted this was not a programmed bolus. The patient went home not feeling too good, had nausea, vomiting, and then slept for 4 hours. After which the patient woke up and called their hcp for an immediate check-up. The pump was programmed to minimal flow and would potentially be explanted if the test results showed that there was over-infusion. Since the patient was on minimal flow for safety reasons, they were currently not receiving the prescribed therapy. Laboratory results remained pending. It was later reported that the pump was explanted.